Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
It was reported by the customer to arjo that the maxi sky 600 ceiling lift required a servicing. At time of inspection it was established that the track installation has moved from the one ceiling bracket. No track detachment occurred as it was still supported by another two anchor points. Neither injury nor harm was reported.

Manufacturer narrative:
On 2019-mar-04 arjo service was called to repair arjo maxi sky 600 ceiling lift. Upon arrival it was reported that one of the tracks of the x-y kwiktrack ceiling rail system has dislocated from its original position, sliding along the mounting bracket. No actual track detachment occurred. Neither incident nor injury was reported. When reviewing reportable events for last five years associated with the track installations, we have found five similar complaints where the mounting point was not supporting the rail. Investigated kwiktrack x-y rail installation system includes a traverse, movable track supported by two other fixed tracks. Each fixed track is attached to the ceiling by three mounting brackets, two on the ends and one in the middle of the track. The bracket can be opened for the time of attaching the rail, and then shall be closed to secure it from movement along the track. As per rail system design, on both ends of the fixed tracks, the metal end stoppers are mounted in order to ensure that the mobile track would operate only within these limits (intended to stop the movable rail at the end of the track). On the end of the rails there are end caps - plastic covers (esthetique component, not intended to stop the movable rail at the end of the track). Evaluation of the installation involved revealed that the one fixed rail partially slipped out of the end bracket. Such dislocation could be caused by the traverse track moving along the fixed track towards the charging station and hitting the end stopper. Over time, this hammer effect and slight track movements could lead to dislocation of the track. Every device is delivered to the customer with relevant instructions for use (IFU). The maxi sky 600 IFU, document number 001.14150.33.en rev. 7, contains adequate information regarding care and maintenance activities that need to be fulfilled to ensure that the equipment remains within its original manufacturing specifications. "User inspections: make sure that end stoppers and rail caps are in place and tightened - before every use." "Inspections by an authorized service technician: make sure that the attachments (ceiling brackets, wall post, wall brackets) have not been displaced - every year or 2500 cycles." The lift and the installation have been most likely serviced in 2018. Based on provided photographic documentation, the end stoppers were in place, and the end cap was missing on the dislocated rail. The root cause of the rail dislocation cannot be pointed out with certainty. Based on our product knowledge, if all of the brackets are in locked' position, and an annual inspection is performed as a regular maintenance, double checking all points of the installation are intact would mitigate likelihood of slipping the rail out of the mounting bracket. The complaint was reported due to initial indication of a strong shifting of the fixed track out of the mounting bracket. In this regards, the system was not up to the manufacturer's specification. As soon as the malfunction was discovered, the rail was taken out of use and repaired. No adverse event occurred.

Manufacturer narrative:
It was confirmed that when arjo representative arrived on site, the bracket supporting the rail was in the closed position. Slipping the rail out of the bracket was most likely progressing over time, caused by repeating "hammering" effect of the ceiling lift returning along the rail to the charging station. Additional information will be provided upon conclusions of the investigation.